Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo right coronary artery that was 80% stenosed. Pre-dilatation with 2.0x12mm traveler balloon was performed. Then a 2.75x12mm xience prime was deployed at 10 atmospheres. Post dilatation with 3.0x12mm nc balloon was performed. Then a distal edge dissection was noted. Another xience prime was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.